Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a mets total knee replacement, femoral knee components, patella & stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for total knee replacement which was inserted on (B)(6) 2019. The surgeon reported periprosthetic fracture. The plain x-ray images provided show that the upper tibial and fibula bone had spiral fracture, together with a fine fracture line at anterior cortex of the distal femoral bone and fracture at patella. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Information was received from a senior researcher for registry project m14: henderson failure report identifying patients requiring medical intervention which was not previously reported. Mets total knee. Henderson failure classification 3 (structural failure). Reason for failure: periprosthetic fracture. Revised (B)(6) 2019. Update 05jun2021: clinicians review: 2 periprosthetic fractures were identified, 1st fracture " [..] Upper tibial and fibula bone had spiral fracture" and 2nd fracture "[..] Fine fracture line at anterior cortex of the distal femoral bone".